Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported an infusion set leaked insulin during use. His blood glucose elevated to the 500 mg/dl range. He programmed a 7.0 unit bolus but reported most of the insulin leaked out. The cannula was not bent or broken. He inserted a new infusion set from a different lot into a different site on his body. The infusion set was replaced and requested for evaluation. Follow-up was completed on 11/21/2014. He has not experienced additional leaks with the new infusion sets that were sent.